Manufacturer narrative:
Investigation summary: three photos and one sample were provided; the photos show a needle assembly with an epoxy drip over on the plastic hub. Additionally, the sample shows an epoxy dripover. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators on (B)(6) 2019 in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that prior to injection it was discovered that the hub was damaged and leakage occurred. Foreign matter was also discovered on the needle with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that when switching from the filter needle to the 30 gauge needle, the doctor heard a sound, which they thought was the needle cap separating from the syringe. When the doctor was about to give the injection, they saw the medication coming out of the hub, and noticed white debris on what appeared to be a faulty 30 gauge needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to injection it was discovered that the hub was damaged and leakage occurred. Foreign matter was also discovered on the needle with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that when switching from the filter needle to the 30 gauge needle, the doctor heard a sound, which they thought was the needle cap separating from the syringe. When the doctor was about to give the injection, they saw the medication coming out of the hub, and noticed white debris on what appeared to be a faulty 30 gauge needle.